Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.4 inr/1.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
On (B)(6) 2010, a baxter medical information specialist received a call from a facility dialysis technician reporting a patient reaction using a xenium xph170 dialyzer during hemodialysis therapy. During a follow up call on (B)(4) 2010, the technician indicated one patient had experienced reactions on 5 separate dates during use of a new xenium dialyzer on each date. On the (B)(6) 2010 event date, the patient's blood pressure dropped at the end of therapy. The patient complained of feeling dizzy, confused, lightheaded, weakness and had developed restless leg syndrome. Components of therapy included: tylenol, heparin (the dose given was a 3000 unit bolus and a 1200 units per an hour). The patient's blood was rinsed and returned to the patient with extra fluid (saline). The therapy was stopped. The patient was released to home. This is the second event. The samples were discarded and there are no companion samples available.

Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek s system (lot number 928a-d10, expiration date 07/31/2011). (B)(4).